Event description:
The patient contacted animas on (B)(6) 2012 reporting that since yesterday the up arrow keypad button was intermittently unresponsive. The patient confirmed that the keypad was intact. The patient reportedly wore the pump on a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the ok, up arrow and down arrow keypad buttons were intermittently responsive. The contrast button was found to respond to button presses. All keypad buttons had normal spring back or click. There was evidence of contamination found under the key contacts.